Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had crack and reservoir entry lip was gone. Customer stated that reservoir was unable to lock properly in place. Customer's blood glucose was unknown at time of incident. Customer also stated that o-ring was loose on the reservoir entry pump, customer also states the clear ring has broken off of the reservoir entry lip. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump was received with frozen display. Problem isolated to printed circuit board. Unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify unresponsive keypad due a faulty printed circuit board. Insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked select button keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.